Event description:
It was reported that the physician inadvertently placed the catheter into the pt's artery instead of the vein. Upon removal of the guide wire, it had uncoiled. An x-ray was taken and a piece of the wire guide was found in the carotid artery. It was removed by a radiologist without complication.